Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and the reported lot number was confirmed from the packaging label. During visual inspection, the guidewire was seen to be kinked. The guidewire distal tip was seen to be stretched with the nitinol tubing broken. The core and platinum wire were seen to be intact. The core wire was soaked for approximately 2 minutes and no swelling was noted. The core wire distal end was observed through the distal tip dome. Functional testing could not be performed due to damage to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of guidewire difficult to advance could not be duplicated; however, the analysis results are consistent with the reported event. The reported event of guidewire distal tip stretched was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patient anatomy was moderately tortuous. The customer found the patients vessel to be tortuous, after the device was found to not be moving, the guidewire was withdrawn and found stretched. During analysis the guidewire was noted to be kinked and the distal tip stretched and broken with the core wire still intact. The functional test could not be carried out due to the damage to the device. An assignable cause of undeterminable will be assigned to the as reported event of guidewire difficult to advance, as a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause. An assignable cause of procedural factors will be assigned to the as reported event of guidewire distal tip stretched as this defect appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of procedural factors will be assigned to the as analyzed events of guidewire distal tip stretched and guidewire distal tip broken/fractured during use as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'handling damage' will be assigned to the as analyzed event of guidewire kinked/bent as the defect appears to be associated with handling of the product or portion of the product during preparation.

Event description:
The guidewire (subject device) was returned for analysis and the device investigation revealed that the guidewire (subject device) was fractured during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.